Manufacturer narrative:
The legal manufacturer's investigation is ongoing, this report will be supplemented when new and relevant information becomes available.

Event description:
It was observed that during the device evaluation, the video processor exhibited scope communication error b30 due to poor contact caused by deformation of the internal contact part of the video connector receiver. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed that scope communication error b30 occurred due to poor contact caused by deformation of the internal contacts of the video connector receptacle. However, olympus could not identify a definitive root cause of the event. Olympus will continue to monitor field performance for this device.